Event description:
It was reported that the patient¿s system controller was replaced due to blue/green liquid to be leaking from the white power cable. No issues reported after controller replaced. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of damaged power cable and wire fatigue. The reported event of fluid ingress in the system controller was confirmed. Visual inspection of the returned hm3 system controller, serial (B)(6) , revealed evidence of fluid ingress in the power cables and the controller. The returned controller was functionally tested and operated on a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. Heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s system controller was replaced due to blue/green liquid to be leaking from the white power cable. No issues reported after controller replaced. No additional information provided.